Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the aortic neck was large in diameter, ecstatic and aneurysmal. It was reported 30 days post stent graft implant the patient presented for a follow up appointment and the CT demonstrated a type I endoleak. The patient has refused treatment at this time. The physician will monitor the patient. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Results and conclusions: aortic neck was large in diameter, ecstatic and aneurysmal. Endoleak. Secondary is required.